Manufacturer narrative:
The insulin pump had no audio tones during the tone check on self test due to a broken negative transducer wire. The insulin pump passed all other functional tests.

Event description:
It was stated that the audio tones were no longer functioning. Troubleshooting was not possible as the customer was not available during the phone call.